Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker showed less than six months remaining longevity with a magnet rate of 90 beats per minute (bpm). The field representative programmed the device thus the device then showed 6.8 years remaining longevity. The cause of this issue was unknown. Boston scientific technical services (ts) suggested to obtain a hex dump but the patient already left. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis.

Event description:
Boston scientific received information that the pacemaker showed less than six months remaining longevity with a magnet rate of 90 beats per minute (bpm). The field representative programmed the device thus the device then showed 6.8 years remaining longevity. The cause of this issue was unknown. Boston scientific technical services (ts) suggested to obtain a hex dump but the patient already left. As of this time, the device remains in service. No adverse patient effects reported. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there were no reset in the reset counter. A manual electrical testing was performed and the measurements noted normal pacing and sensing functions. There was no problem detected.

Event description:
Boston scientific received information that the pacemaker showed less than six months remaining longevity with a magnet rate of 90 beats per minute (bpm). The field representative programmed the device thus the device then showed 6.8 years remaining longevity. The cause of this issue was unknown. Boston scientific technical services (ts) suggested to obtain a hex dump but the patient already left. As of this time, the device remains in service. No adverse patient effects reported. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.